Event description:
Bd q-syte was attached to stopcock and leaked a chemotherapy drug. The nurse wasn't sure if it leaked through the split septum or the luer connection.

Manufacturer narrative:
The sample was received on 06 may 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).